Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nissen fundoplication, the white and metallic part of the device detached. There was no patient injury.